Event description:
It was reported that a trainer requested assistance to perform a factory reset and re-pair the ilet pump and app after the patient had been using meal announcements as corrections for hyperglycemia, with a reported blood glucose of approximately 350 mg/dl while using a dexcom g7 sensor. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included the need for troubleshooting and user re-education. Investigation included technical support review, device reset, and re-pairing procedures. Investigation of this case revealed no device malfunction and identified user technique and use error related to meal announcements as the likely contributors. It was concluded, based on previously established findings for similar reports, that the cause was user error.

Manufacturer narrative:
Initial.